Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the attachment device and it was determined that the device was not functioning and was frozen/would not move. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device was in an overall worn and over used condition. When the device was disassembled it was found that most of the internal parts were corroded and not functioning. It was further determined that the device failed pretest for general condition, marking and labeling, check the quick coupling for saw blade, check the handpiece coupling, check symmetry with the handpiece, check function in running mode, and check oscillation frequency. It was noted in the service order that during an unspecified surgical procedure, when actuating the head, the device did not work. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 1st day of an unknown month in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.